Event description:
It was reported to boston scientific corp (bsc) that during a vaginal vault repair procedure using the capio suturing device, after the suture was passed through the sacrospinous ligament, the capio device "cut" through the teleflex polypropylene suture (non-bsc product), detaching the bullet. The bullet was not lost inside the pt. The procedure was successfully completed with another of the same device with no complications to the pt who is reportedly "stable" post-procedure.

Manufacturer narrative:
Exact age unk. The device has not been received by this manufacturer. An eval has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.